Event description:
Healthcare professional reported "rippling". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability. A review of the device history record has been completed. No deviations or non-conformances noted.